Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Photos provided by the user show the device label for the lot provided in the report and the device in the open tray. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No loose powder was noted on the exterior of the device or in the tray. A build up of powder was noted within the device nozzle along with a brown substance near the nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device did not spray. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder with clumps was present in the front tube connecting the on/off valve to the powder chamber. The clumps from the front tube were evaluated with a phenolphthalein testing kit and determined to contain blood. Loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center cannula, smaller cannula, and diffuser plate found them to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. While the catheters were not provided for return, the returned device had an internal clog with clumps of powder which tested positive for the presence of blood. Catheter occlusion, as described by the user, can be a cause of this device not being able to spray powder or result in internal clogs within the device as observed in our evaluation. We could not conduct a complete investigation because no catheters were returned for evaluation. However, the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that indicates that the user did not occlude the proximal end of the catheter during advancement, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat a bulb ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the physician used the coagulation to stop the hemorrhage and at the end of the procedure they wanted to complete the hemostasis with hemospray. The nurse prepared the device. When she tried to pull the trigger, the powder did not spray. She took the second catheter and had the same result. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.